Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. Per the physician, the vessel injury occurred after all ion products were removed and while electrocautery was being performed with an unspecified 3rd-party device. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred or caused/contributed to the complication. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding requiring medical intervention and admission to the ICU.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding. The ion system was used to access a fused bronchus intermedius due to tuberculosis. The procedure reportedly went well. All ion products were removed before an unspecified 3rd party device was used to perform electrocautery and for "cutting the airway." Per the physician, the ion system did not contribute to the bleeding. According to the physician, electrocautery was in use when the bleeding occurred. An unspecified artery was nicked, causing bleeding. The procedure was stopped and the airway was blocked with an endobronchial blocker to stop the bleeding. The approximate amount of blood loss was 50 cc. No blood transfusion was required. The patient was already admitted to the hospital (total length of stay was 3 weeks) when the ion procedure was performed. The ion procedure did not prolong the hospitalization. At the time of this report, the patient currently remained in the intensive care unit (ICU). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.